Event description:
No problems were reported during the plateletpheresis donation. After completion of the donation, the donor was in the hallway, fell down and appeared to have passed out. Ammonia inhalants and cold packs were used to revive the donor. The donor was also placed on a sofa and given sips of soda. The donor left the center in good condition. After the donation, the donor stated that during the donation their lips were tingling more than usual but donor did not inform the tech at the time. The center personnel noted that the donor normally donates at 6:00 am, however this donation was at 1:00 pm, and the donor had not eaten lunch, only an early breakfast. The donor also hurt their foot the night before. One ppp flow alarm was noted during donation.